Event description:
It was reported that noise was seen on the patient's electrogram. It was also reported that the noise was environmental in nature and was caused by an unknown source. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were thirty five ventricular non-sustained tachycardia episodes less than or equal to 140 ms on (B)(6) 2012 in the timeframe between 23:13:33 and 23:25:07.